Event description:
Pump set to deliver 80ml procal per hour, with 2 total volume of 2000ml at 2300 hours. At midnight, pt complained of nausea & vomiting. When registered nurse went check on pt. Total volume of procal already delivered (in 2 hr time period). Unable to determine if pump delivered bolus of med & then began delivery of the programmed rate or if pump consistently delivered med at higher volume than that programmed. Procal set up as primary line. No secondary lines running at time of event.